Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. Upon review, the pacemaker exhibited elective replacement indication (eri) caused by high capture threshold observed on the right ventricular lead. On (B)(6) 2021, the physician turned off the right ventricular lead and implanted a new pacemaker system on the other side for the patient. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Di not available as product was manufactured on or before sep 23, 2014.